Event description:
A customer reported an error code appearing on their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for a pump reset, which resolved the issue, and the customer was able to successfully start their sensor session.